Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the battery voltage significantly dropped within one month. The device was explanted.

Manufacturer narrative:
The reported drop in battery voltage within one month was confirmed via review of battery trend data. Cyclic charges due to a very low battery voltage occurred, depleting the the battery further. The device was analyzed on the bench using our automated testing equipment and all specifications were met. The battery was sent to the manufacturer and no battery anomalies were identified. The cause of the battery depletion remains undetermined.